Event description:
A surgeon reported a torn capsule during intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/30/2009, 02/02/2009, and 02/17/2009 by phone, fax, and mail. A completed questionnaire has not been received.